Event description:
Device 2 of 2. Ref MFR report: 1627487-2011-04612. The pt received his scs system on (B)(6) 2011, including 3 leads (2 have the same lot number). It was reported the pt had a previous irritation in his big toe that was intermittently since 2006. The pt reported this same pain had been constant since the implant. The physician believed a nerve could have been irritated during the implant, and was monitoring the issue. Follow up determined the pain and swelling had resolved. The pt was asked to contact his physician if the pain returned.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.